Event description:
On (B)(6) 2010 at 1:00 pm, pt changed the infusion set. On (B)(6) 2010 at 12:01 pm, blood glucose was 140 mg/dl. At 7:30 pm, blood glucose was 240 mg/dl. Pt ate and administered insulin through infusion device. At 10:39 pm, blood glucose was 210 mg/dl. Pt administered additional insulin through infusion device at 10:39 and 10:50 pm. At 11:18 pm, blood glucose was 431 mg/dl. Pt checked the infusion set and noticed the self-adhesive patch was wet and insulin appeared to be leaking. Pt changed the infusion headset. On (B)(6) 2010 at 9:55 am, blood glucose was 121 mg/dl. Pt does not reuse the insulin cartridge and changes it every 4-7 days. Infusion headset is changed every 2 days. Pt had the flu and an infection. Pt did not lose consciousness or require hospitalization. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was available.

Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.